Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: adsr01, implantable pulse generator (ipg), implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead apparently perforated through the rv apex. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.